Event description:
It was reported that the atrial lead had a lead warning, and its impedance has been varying from 1000 ohms to over 3600 ohms. It was also noted that the lead sensitivity had been increased, which suggests the possibility of oversensing in the past. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.